Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. The customer's blood glucose was 450 mg/dl. It was stated that the insulin pump had turned off all night and had lost its connection. They reconnected the insulin pump to the transmitter and meter. It was unknown if the auto mode was active at the time of incident or not. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set.